Event description:
It was reported that when power on alarm system failure only access to biomed section. No patient injury reported.

Manufacturer narrative:
The device was received with both seals broken and bottom case and plunger assembly. The cracked on top case by the tube holder and front left corner, also cracked on right plunger case. The history log showed primary audible alarm background test error. The device was tested using the occlusion test. Tests were unable to duplicate the primary audible alarm bgnd test error during occlusion test. Unable to determine the intermittent of the error. The root cause unable to determine, no physical or any other physical damaged was found on (high profilec9) interconnect board or speaker. The tech replaced interconnect board and speaker for preventive. Performed power up process and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.